Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of mpu not working was confirmed via evaluation of the returned mpu. The returned mpu was evaluated by technical services. The mpu power supply pcb was found to be damaged. Technical services replaced the power supply pcb and the issue resolved. After replacing the power supply pcb, the mpu was connected to a mock circulatory loop and allowed to run for several days with no issues observed. Technical services also replaced the mpu ac power cord with a locking ac power cord and replaced the patient cable with a new patient cable; however, there were no functional issues with the original ac power cord and patient cable. A full functional checkout was performed and the mpu passed all tests. The mpu power supply pcb was further evaluated by product performance engineering (ppe). Evaluation of the returned power supply pcb revealed that several components were damaged, which prevented the mpu from supplying power. The root cause of the component damage on the power supply pcb could not be conclusively determined through this analysis; however, based on the reported event and investigation findings it appears that the components were damaged during the reported storm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported per the patient that there was a bad storm in their area and the mobile power unit (mpu) stopped working. No further information was provided.